Event description:
Procedure performed: hernia procedure. Event description: the device inflated incorrectly and made a small tear in the bladder. The surgeon noted that upon removal that the balloon was misshaped when compared to normally inflated balloons from previous cases. It is unknown if the patient had any previous surgeries. No anatomical issues interfered with the inflation. The urologist stitched the bladder and the case was completed. Product is available for return. Intervention: the urologist stitched the bladder and the case was completed. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a representative sterile unit. Visual inspection of the event unit noted that the balloon was stretched at two locations. No visible non-conformances were observed on the sterile unit. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. At this time, applied medical is unable to determine the exact root cause of the injury or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hernia procedure. Event description: the device inflated incorrectly and made a small tear in the bladder. The surgeon noted that upon removal that the balloon was misshaped when compared to normally inflated balloons from previous cases. It is unknown if the patient had any previous surgeries. No anatomical issues interfered with the inflation. The urologist stitched the bladder and the case was completed. Product is available for return. Intervention: the urologist stitched the bladder and the case was completed. Patient status: patient is fine.